Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, after the device was assembled, the surgeon press the green button to enter the firing mode, and upon firing the device could not be fired. The surgeon then used another device reload to resolve the issue in order to complete the case. There was no patient injury.